Manufacturer narrative:
The reported issue was confirmed during investigation of problem description. Provided service report confirmed the repair however the initial issue was not mentioned. Furthermore, no log files were provided to the investigation. Investigation was performed on-site by our field service engineer (fse). Expiratory patient circuit board was found defective and needed to be replaced. The replaced pcb was not returned for further evaluation. Since the replaced part was not returned for investigation, the root cause of the communication error has not been determined.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check and generated an error indicating open safety valve. There was no patient harm. Manufacturer ref.#: (B)(4).